Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that high atrial impedances continue with this atrial lead even after device replacement. The current device (implanted in (B)(6) 2015) is programmed to vdd mode due to issues with the atrial lead impedances being greater than 2000 ohms. The lead is sensing appropriately most of the time, but recently there is an increase in noise being oversensed causing the device to mode switch. There was also a recent lead safety switch activated due to the out of range impedances on daily measurements and an alert triggered via remote monitoring. The hcp stated the physician prefers bipolar sensing for this patient over unipolar and was asking if they could program the lead safety switch feature off and daily measurements for atrial impedances off. Boston scientific technical services (ts) stated the daily measurements for the atrial lead impedances can be programmed off if the physician doesn't want to see the measurements and then it will not activate the lead safety switch for the atrial lead. Ts discussed how to program this. No adverse patient effects and the lead remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this health care provider called technical services to report concern regarding the impedances with this atrial lead. The caller stated they would be reviewing the lead issue at a later time. No adverse patient effects were reported.